Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion sets cannula kinked event on 01-jan-2024, after 3 or more hours of insertion. Infusion set had been used for 24 hours. Insertion site was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 10.